Event description:
It was reported to arjo that a patient with dvt garment on leg and attached to the dvt pump needed to get up and use the restrooms. The family/friends that were in the room at the time (not anyone from the clinical staff) unplugged the tubesets from the garments so that the patient could move. The garments were still attached to the patient. As the patient moved to the bathroom, the tubing hanging from the garment got in the way and the patient fell, ultimately resulting in a broken hip. The customer explained that the patient/family/friends are being told that they need to call a nurse to have the garments removed, but they continue to take it upon themselves.